Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No moisture damage on electronic, motor, vibrator, keypads and battery tube assembly during visual inspection. The insulin pump was received with minor scratched lcd window, cracked case at reservoir tube window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Event description:
It was reported that the customer had normal blood glucose levels of 76 mg/dl. The customer reported that there was fluid under the display of the insulin pump. The customer also reported that there were scratches on the screen of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.